Manufacturer narrative:
A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. User facility further reported patients may have had sun exposure prior to treatment without disclosing. Treatment of sun exposed skin is a contra indication per product labeling.

Event description:
It was reported that 2 patients sustained mild 2nd degree burns after an ipl quantum treatment. User facility also reported that pt has fully healed with no permanent impairment.

Manufacturer narrative:
A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. User facility further reported patients may have had sun exposure prior to treatment without disclosing. Treatment of sun exposed skin is a contra indication per product labeling.

Event description:
It was reported that 2 patients sustained mild 2nd degree burns after an ipl quantum treatment. User facility also reported that pt has fully healed with no permanent impairment.